Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient received five appropriate and two inappropriate shocks from the lifevest. Prior the event, the patient was reportedly conscious and pressing the response buttons before losing consciousness. At 7:33:19 am, the patient received the first treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post-shock rhythm was vf. At 7:33:41, the patient received the second treatment. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was sinus rhythm at 90 bpm with pvcs transitioning to polymorphic atrial fibrillation at 30 bpm. At 7:34:22, the patient received the third treatment. The patient's rhythm at the time of the treatment was polymorphic af at 30 bpm and the post-shock rhythm was polymorphic af at 50 bpm with non-sustained ventricular tachycardia (nsvt). At 7:34:58, the patient received the fourth treatment. The patient's rhythm at the time of the treatment was af at 150 bpm with nsvt. The post-shock rhythm was vf. The response buttons were pressed from 7:35:02 to 7:36:56. It is unknown who was pressing the response buttons. At 7:37:41, the patient was treated for the fifth time. The patient's rhythm at the time of the treatment was vf, the post-shock rhythm was polymorphic af at 90 bpm. The response buttons were pressed at 7:39:13. At 7:39:58, the patient received the sixth treatment. The patient's rhythm at the time of the treatment was vf, the post-shock rhythm was polymorphic af at 60 bpm. The response buttons were pressed at 7:40:28 and from 7:41:32 to 7:43:48. At 7:44:34, the patient received the seventh and final treatment. The patient's rhythm at the time of the treatment was vf. The post-shock rhythm was af at 80 bpm. The device was shut down while the patient was in af at 150 bpm with motion artifact. Multiple morphology of the rhythm and heart rate at or above the treatment threshold contributed to the false detections. There is no indication that any device malfunction caused or contributed to the patient's death, the equipment was found to be fully functional.